Manufacturer narrative:
Device was used for treatment, not diagnosis. A product investigation was completed: the returned distal humeral plate (part number 02.117.003) was examined and the complaint condition was not able to be confirmed as the screws in question were not returned. This complaint was not able to be replicated as the screws were not returned for evaluation along with the plate. A visual inspection under 5x magnification, device history record (DHR) review, and drawing review were performed as part of this investigation. The returned plate is an implant in the 2.7mm/3.5mm variable angle (va) locking compression plate (lcp) elbow system and is indicated for the following uses: intra-articular fractures, comminuted supracondylar fractures, osteotomies, malunions and nonunions of the distal humerus for patients with fused growth plates. The returned plate shows minor wear consistent with implantation and subsequent explantation during same procedure. Part # 02.117.303 / lot # 9267218, manufacturing site: (B)(4), manufacturing date: 27. Nov. 2014 no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Relevant drawings for the returned implant were reviewed; no product design issues or discrepancies were observed. Unable to determine a definitive root cause as the screw was not returned with the plate for evaluation possible replication of complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Due to device malfunction, the plate was not implanted or explanted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Screws were not implanted or explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: part # 02.117.303 / lot # 9267218, manufacturing site: (B)(4), manufacturing date: 27. Nov. 2014. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016 a surgery was being performed to correct a left distal humerus fracture. The resident surgeon selected the shortest 2.7/3.5mm variable angle-locking compression plate posterolateral distal humerus plate. While inserting a 16mm 2.7mm variable angle locking screw into the most distal medial variable angle locking hole the screw head would not lock into the plate. The surgeon removed the plate and screw from the bone of the patient and tried to insert the screw again into the plate and it would not lock. Surgeon preformed another test, with the same screw, by inserting it into a the plate, the most distal lateral hole, and the screw did lock into the plate. The surgeon tired a second 2.7mm variable angle locking screw in the most distal medial hole and that screw would not lock. Both screws were not implanted, they were discarded by hospital. The surgeon had to choose a plate that was longer than what was originally selected. There was a fifteen (15) to twenty-five (25) minute delay in surgery. Patient outcome is unknown. This complaint involves two devices. This report is 1 of 1 for (B)(4).